Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
During review of the patient¿s programming history it was observed that high impedance was seen by the physician on (B)(6) 2013. The physician was notified that high impedance had been observed in the patient¿s programming history.